Manufacturer narrative:
Follow-up # 1 date of submission 07/17/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 07/08/2014 with the following findings: a review of the pump¿s black box history showed evidence of a load step malfunction. The pump was unable to complete full testing of the complaint due to the moisture ingress. Visual inspection revealed that the battery compartment was cracked extending from the threads to the case seal. The pump case was also found to be cracked in the lower right corner between the display lens and the case seal. Corrosion was found in the battery compartment and on the battery cap spring. A leak test was performed and leaks were found at the battery compartment crack and the pump case crack. The pump case was removed and corrosion was found on the force sensor flex cable and connector. Evidence of the complaint was observed in the pump history but was not able to be adequately investigated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged that the pump had primed the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.